Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found leaking at the biopsy channel a, unable to find other leaks. The distal end plastic cover had scratches and dents, the bending section cover glue had cracks, the light guide lens had fluid inside the big lens, the forceps passage channel a was leaking, the camera switch was intermittent, the bending section fluid remained dry after aeration, the insertion tube had surface scratches, the control body and scope cover had fluid invasion and corrosion had formed, the scope connector remained dry after aeration, the electrical connector remained dry after aeration, the angulation was low, there was play in the control knob, and the customer sticker at the bcu was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. We reviewed the DHR of the subject device and confirmed that the device was shipped in accordance with specifications. There was no non-conformity of the device during manufacturing. Based on the results of the investigation, we could not identify the foreign material. We could not conclusively specify the cause of the foreign material remained in the device. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had black fluid leaking out when hanging. The issue was found during reprocessing. There were no reports of patient harm.